Manufacturer narrative:
D4 unique device identifier (UDI): the manufacturing date for the reported device is prior to 24sept2016; therefore, no UDI is required.

Manufacturer narrative:
A philips response service engineer (rse) spoke to the customer and confirmed a ¿speaker malfunction¿ inop message was displayed on the device, but the device did not produce sound. The rse stated that the speaker assembly needed to be replaced. The customer was provided a replacement speaker to resolve the issue. If additional information is received the complaint file will be reopened.

Event description:
It was reported that there was a speaker malfunction. The speaker is not making any noise. The device was not in use on a patient at the time of event, there was no patient involvement.